Manufacturer narrative:
The device was returned without the power supply cord so a full evaluation could not be conducted. The power supply cord cannot be located.

Event description:
The hygenist at the dental facility noticed in the afternoon that the external power supply cord on the back of the scanx unit was smoking. Unit was not being used at that time.

Event description:
The hygienist at the dental facility noticed in the afternoon that the external power supply cord on the back of the scanx unit was smoking. Unit was not being used at that time. No one was hurt.

Manufacturer narrative:
A device was sent for further evaluation to determine the root cause.